Manufacturer narrative:
The subject device was not returned to veran for evaluation. The playback from the procedure was not available for review. Therefore, we are unable to determine if there was a malfunction of the device or if the issues were due to other factors. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection. D4: software version 4.3.1.

Event description:
A veran representative was on-site when the following event occurred. The veran representative was working with the physician on planning and trying to identify the best target. The physician felt he saw airways that were not growing out and he wanted to grow them out. They had difficulty doing this, so veran technical support (vsupport) was contacted for assistance. The physician felt that the software was not accurate. They attempted multiple registration rechecks, two point cloud collections and two trim point clouds. The physician felt that he was in the right upper lobe and the software was showing him in the right main bronchus. The physician still did not feel that the software was accurate and decided not to continue with the navigated portion of the procedure. The physician had obtained samples using endobronchial ultrasound (ebus) and was able to complete the procedure without navigation. Although there was no patient injury or impact, this event is being reported due to the 30-minute delay during troubleshooting while the patient was under anesthesia.